Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, the pacemaker exhibited under-sensing and inappropriate low voltage output. No intervention was performed. Patient was stable.